Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the problem was found during planned treatment/non-emergency treatment. The procedure was postponed. It was reported to philips that system was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) went onsite and found system failed to boot into application mode due to a software fault. To resolve the issue, the fse replaced the suite pc software was reloaded. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to boot up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.